Manufacturer narrative:
The device is indicated as unavailable for evaluation. Without the device or any visual evidence to review, the complaint cannot be confirmed. If additional information is received in the future, a follow-up report will be provided.

Event description:
¿Rn found infant wit PICC (peripherally inserted central catheter) line leaking into bed during first assessments. PICC line was intact during rn hand-off. Fluids were stopped and PICC line was removed.¿